Event description:
Customer's mother called to report hospitalization due to diabetes ketoacidosis. The blood glucose reading is 547 mg/dl. Customer went high during the night. Caller stated that the insulin pump malfunctioned. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.